Manufacturer narrative:
The IFU contains warnings and precautions relating to usage in diseased vessels. The inflation guidelines are provided in the IFU and should be followed.

Event description:
The patient was implanted with 3 gore excluder aaa endoprostheses as part of an endovascular aortic repair. During the procedure, all 3 excluder components were implanted as planned. An angiographic run reportedly revealed a proximal type 1 endoleak. According to the report, the patient's anatomy was extremely tortuous, including a highly angulated proximal neck (degree of angulation unk). The physician ballooned the proximal portion of the graft with a q50 plus stent graft balloon ((B)(4)) in an attempt to gain better wall apposition. However, a subsequent angiograph reportedly revealed an "enhancement" of the type I endoleak, and the patient's blood pressure began to slowly decrease. The "enhancement" of the endoleak was reportedly attributed to over-inflation of the balloon. The physician decided to convert to an open procedure, whereby the excluder components were removed and the vasculature was surgically repaired. The patient tolerated the procedure. The devices were discarded at the facility.